Manufacturer narrative:
This event was reported to (B)(4) via medwatch report mw5060926. No further information has been received, and the reporter did not provide any contact information. Therefore, further information regarding this case could not be obtained. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient reported via voluntary medwatch report that he or she experienced burning on the face days after treatment on the face approximately 5 years ago, and months later, the patient experienced fat atrophy on the entire face, eyelids, scalp, and gum tissue. Reportedly, salivary glands were damaged, ears and nose atrophied, skin texture changed, and all pores opened up. It was alleged that the doctor used a super high setting, and that the procedure "melted" everything on the patient's face. The patient is reportedly on percocet daily for facial pain.

Manufacturer narrative:
No additional information has been received, and the reporter did not provide any contact or facility information for follow up. According to fraxel dual user manual, the following complications may be associated with the non-ablative fraxel dual 1550/1927 laser systems: edema, erythema, itching / dryness of the treated area, petechiae/ pinpoint bleeding, laser cuts, blistering and burns: blistering or burns may develop over the treated areas, discoloration, eye injury, infection, keloid formation, prolonged redness, scarring, delayed wound healing/skin textural changes, temporary bruising. Fraxel does not have the capacity to generate ionizing radiation. Based on the available information, no causal factors can be determined the root cause of the reported event could not be determined.